Event description:
Event description guidant received information that the patient with this pacemaker, which is part of an advisory regarding the crystal timing component, was admitted to the hospital with a heart rate of 30bpm and feelings of lightheadedness. The patient has had threshold measurements varying from 1.0v to 3.5v since implant, and also pauses in pacing and non-capture. The patient, who is 100% atrial and ventricular paced, had expereinced both pre-syncopal and syncopal episodes. This device was then explanted, replaced and returned for analysis. The right ventricular lead was surgically abandonded and replaced.